Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and an absorbable hemostat was used along with floseal. The patient expired on (B)(6) 2013. Additional information was requested.